Manufacturer narrative:
The following fields have been updated: b5. It was reported while using the bd phoenix¿ nmic/ID(B)(6) a patient isolate (citrobacter freundii) was misidentified as escherichia coli. Confirmatory testing was performed using a rapid ID test and chromager. No health impact or consequence reported. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using the bd phoenix¿ nmic/ID(B)(6) a patient isolate (citrobacter freundii) was misidentified as escherichia coli. Confirmatory testing was performed using a rapid ID test and chromager. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-mar-2025. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4317019. The customer returned isolates, panels and phoenix generated lab reports for the investigation. The customer returned isolates were verified and labeled as citrobacter koseri uva-8, proteus mirabilis uva-9, proteus mirabilis uva-10, morganella morganii uva-11, proteus mirabilis uva-12 and citrobacter koseri uva-13 with a bruker maldi biotyper. To investigate, customer returned panels of the complaint batch were tested using in house and customer returned isolates serratia plymuthica enf 7650, proteus mirabilis enf 9912, citrobacter koseri uva-8, proteus mirabilis uva-9, proteus mirabilis uva-10, morganella morganii uva-11, proteus mirabilis uva-12 and citrobacter koseri uva-13 on a phoenix m50 instrument and evaluated for identification results. Also, retention panels of the complaint batch and control panels from the same material but a different batch number were tested using in house and customer returned isolates serratia plymuthica enf 7650, proteus mirabilis enf 9912, citrobacter koseri uva-8, proteus mirabilis uva-9, proteus mirabilis uva-10, morganella morganii uva-11, proteus mirabilis uva-12 and citrobacter koseri uva-13 on a phoenix m50 instrument and evaluated for identification results. All panels tested returned the correct identification for their inoculated isolates. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was identified as methylorubrum extorquens but upon repeat it was identified as stenotrophomonas maltophilia. Confirmatory testing was performed using chromager. No health impact or consequence reported. Report 1 of 6.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (citrobacter freundii) was misidentified as escherichia coli twice. Confirmatory testing was performed using a rapid ID test and chromager. No health impact or consequence reported. Report 1 of 6.